Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "cables are loose and broken". Failure analysis found the primary failure of a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Root cause of this failure is attribute to a component failure. A review of the site's complaint does not show any additional complaints related to this product and/or this event. A review of the instrument log for part 470207-10/n101812170052 associated with this event has been performed. Per logs, the tenaculum forceps was last used on (B)(6) 2021 on system sk0551, with 6 lives remaining. The reported event was reported to be prior to procedure and pre anesthesia. But, the logs indicate that the instrument was installed or used on the day of event. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the tenaculum forceps was found to have loose and broken cables. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, customer does not have any further information available.